Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open which had medication gabapentin 100mg cap. A technical support specialist (tss) stated that the issue was related to production issue (pi) 55845. Further, the tss closed and opened medbank application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer failed to open to issue gabapentin 100mg cap. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.